Event description:
The customer reported that while in use, a qube bedside monitor would intermittenly turn off. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer shipped the device in for depot repair. A spacelabs healthcare equipment service center technician evaluated the device and was able to verify the reported issue. The technician continued to replace the cpu pcba. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.